Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head interrogated only intermittently and that its upper case lens was broken. The cable and the upper case were replaced to resolve. Concomitant product: product ID: 2090w programmer. (B)(4).